Manufacturer narrative:
(B)(4). The device involved in this complaint has been returned to the manufacturer. However, the evaluation of said device has not been concluded at the time of this report. The device history record (DHR) of the product 031-28j batch number 74f1500449 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. A follow up report will be submitted at the conclusion of the device evaluation.

Event description:
Customer complaint alleges "the nut adaptor (the connection part assembly to the flowmeter) partially come off the nebulizer adaptor. (It didn't completely detached from the adaptor.)" Alleged defect reported occurred during use. There was no report of patient injury or consequence. Customer reported the adapter was replaced with a new one.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. No damages were found on the internal thread of the component adaptor during the visual inspection. The sample was tested on the dual station lift test and general pull and push test procedures with no functional issues. However, during the setup of the oxygen entrainment test it was observed that the assembly of the nut adaptor component and the upper body component was unstable. Even with that condition, the sample was able to be tested on oxygen entrainment testing but the testing failed due such condition. As additional test, the sample was assembled with a sterile water concha mini bottle part number 381-52 reservoir, concha mini 760 ml. However, during the setup of the oxygen entrainment it was observed that the assembly of the nut adaptor component and the upper body component was unstable and the testing failed due such condition. After the testing failed, the component adaptor was carefully disassembled from the upper body component and it was visually inspected. During the visual inspection it was found wear on its internal tabs. Other remarks: attempts to duplicate the failure mode were performed and there are two ways to duplicate them: the first one is by overtightening the nut adaptor into the flow meter. The second one is by manipulating the assembly connection. Based on the functional inspection results of the sample received, the complaint is confirmed. Although the condition observed on the sample provided, there is no sufficient evidence to assure that this issue was originated during the manufacturing assembly or molding process. The wear on the internal tabs of the adaptor was most likely caused by the end user during the connection of the adaptor into the flowmeter that causes an unstable connection. However, the personnel of the assembly line were notified on (B)(6) 2018 for awareness.

Event description:
Customer complaint alleges "the nut adaptor (the connection part assembly to the flowmeter) partially come off the nebulizer adaptor. (It didn't completely detached from the adaptor.)" Alleged defect reported occurred during use. There was no report of patient injury or consequence. Customer reported the adapter was replaced with a new one.